Manufacturer narrative:
Additional information: based on additional information received, the lens was explanted and replaced with a different model of j&j iol. As of one week post-operatively, the patient is seeing 20/40 but is still complaining of shadowing the following section have been added to reflect the new information: section h6: health effect - impact code: 4629 - device revision or replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dry eye caused an erroneous topography, leading to the incorrect perception of a need for a toric lens. However, the surgeon introduced 2 diopters of cylinder. Initially, the doctor planned to remove the toric intraocular lens (iol) and replace it with a non-toric synergy or odyssey lens. However, additional information suggests that the doctor opted to rotate the lens instead of removing it. The rotation will be more than 10 degrees, specifically from 138 degrees to 165 degrees. As of the patient's last visit, their uncorrected vision improved from 20/80 to 20/30 after the rotation, and the patient seems satisfied with the outcome. Further information suggests that the rotation occurred due to a placement issue. No further treatment or injuries were reported. Additional information received indicated that upon postoperative examination, the patient reported complaints of diplopia and shadowing and these visual complaints have persisted for several months. The patient states that this is affecting all of his daily activities. The doctor would like to exchange the iol for an odyssey toric lens implant. No further details were provided.